Event description:
It was reported that bd 1ml syringe luer-lok¿ tip package was open. This was discovered before use. The following information was provided by the initial reporter: from charge number 9050990 1 ml luer lok 5 syringes found of which the packaging was open. There was also a red band on the packaging.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip package was open. This was discovered before use. The following information was provided by the initial reporter: from charge number 9050990 1 ml luer lok 5 syringes found of which the packaging was open. There was also a red band on the packaging.